Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the mx40 device did not always issue an alarm and was showing a wrong (false) asystole alarm. The issue was found during patient monitoring. There was no patient harm reported.